Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic following a vibratory alert. Upon interrogation it was noted that the pacemaker was in backup vii mode. A device restoration was performed successfully. The patient was asymptomatic and experienced no adverse consequences.